Event description:
It was reported that the column lift on the 9800 system is not responding when the down button is pressed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the 24v power supply. The system was tested and found to be working as intended and placed back into service.